Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the patient expired. The target lesion was located in the superficial femoral artery. A non-bsc filter wire was placed. Removal of an unspecified 6f sheath and the spider wire was performed. A tear at the incision (entry) site was noted and repaired. An unspecified 7f sheath and a non-bsc wire were placed. A 2.4mm jetstream® xc atherectomy catheter was used for 4 to 5 minutes and the atherectomy procedure was successfully completed. The non-bsc wire was removed. Intravascular ultrasound (ivus) was performed. An unspecified 12f sheath and an endoprosthesis were placed. Distal embolization on all three vessels below the knee with no outflow was noted. An iliac dissection occurred and was repaired. The total procedure time was twelve hours, from 2 o'clock in the afternoon until 2 o'clock in the morning. The patient experienced a heart attack and expired at 5 am.